Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the past of 20 (mg/dl) however, did not provide a specific date. The customer stated they thought their basal rate settings was too high and this was the cause of the low bg. Paramedics were called and gave the customer glucose tablets to address low bg level. The customer stated they had already discussed and adjusted their basal rate settings with their healthcare provider.